Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was submitted. The device was not returned for investigation the root cause of the delivery issue was most likely patient condition related. The impella was unable to pass through after multiple attempts as per the clinical description. G1 revised reporting contact fax number from the initial submission in accordance with updated procedures. H6 medical device problem code was revised in accordance with updated procedures. A new code has been added to medical device problem codes.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was to be implanted with an impella rp device for mechanical circulatory support who was also supported by the impella 5.5 device. The team tried all troubleshooting and wiring methods but the impella rp placement was aborted. There was no harm to the patient who remained stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: rp smartassist system with automated impella controller. Section: potential adverse events (united states). ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿